Manufacturer narrative:
The initial MDR 1226181-2016-00345 was filed on june 27, 2016. Additional information was received on 07/11/2016: a siemens headquarters support center (hsc) specialist reviewed the data provided. Hsc stated that there were no instrument issues observed in the data files. The system was calibrated and slopes acceptable and dilution check was in range. Quality control (qc) was in range before and after the samples were processed. The cause of the discordant sodium (na), potassium (k), chloride (cl), and enzymatic carbonate (eco2) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A customer service engineer (cse) visited the customer's site as part of preventative maintenance. During the visit the cse was made aware of the issue. The customer contacted the siemens customer care center (ccc). The ccc reviewed the instrument history and found that the sampler diluent was changed a day earlier ((B)(6)). Samples were run in small sample containers (ssc) on plasma. The ccc also found in the error log, there were two errors of code 390 (no sample found during level sense). Samples automatically reran as panic repeat and obtained similar results. The customer did no rerun the sample, or check the sample cup for volume. The original sample was discarded. Samples were recollected and repeat results were within expected range. Siemens is investigating the issue.

Event description:
Discordant sodium (na), potassium (k), chloride (cl), and enzymatic carbonate (eco2) results were obtained on two patient samples on a dimension exl 200 instrument. The initial results were low and were panic repeated. The results were reported out to the physician(s). The results were questioned and new samples were tested on the same instrument, resulting as expected. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant results.